Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) determined that the clv turret error e200 occurred due to the turret failure and that the examination lamp of the device did not light up due to the igniter failure. The turret and igniter may have failed due to repeated use for a long period of time, because the device inspection by olympus china sales & marketing (ocsm) confirmed turret and igniter failure and more than five years have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the clv turret error e200 occurred due to a turret unit failure. This device has not been repaired in the past year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the representative of olympus (B)(4) that the clv turret error e200 occurred. Error code e200 means that the light source has broken down. This device is an olympus asset and there was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the examination lamp of the device was not lit up due to igniter failure.